Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone boot came off. It was towards the end of the case so the hospital was able to harvest the vein without having to open a second kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood and tissue were observed on the hot jaw and heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the cold jaw was observed to peeled and detached away from the cold jaw at the tip, exposing the metal portion of the cold jaw. The peeled silicon was not returned for evaluation. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as the analyzed failure "material twisted; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone boot came off. It was towards the end of the case so the hospital was able to harvest the vein without having to open a second kit. The hospital did not report any patient effects.